Event description:
It was reported that the reservoir had been leaking insulin into the insulin pump. Customer's blood glucose was 448 mg/dl. Customer took 6 units of insulin shot to treat the high blood glucose. Customer stated the leaking was visible in the reservoir compartment. Customer stated that she will call her doctor and will call back to troubleshoot for fluid in the insulin pump. Customer stated also reported that the insulin pump alarmed failed battery test after battery changed. Customer's current blood glucose was 93 mg/dl. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.